Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-vantive technician. Visual inspection of the machine was performed, and the ultrafiltration cell was found to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined as no additional repair information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. During use, dialysis machine failure occurred. It was found that the ultrafiltration unit was replaced and tested normal after calibration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.